Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report numbers: 1627487-2013-11521, and -11523. On (B)(6) 2013, explanted product was returned to sjm. A reason/further details are unk. The returned devices are being reported due to the analysis results.